Manufacturer narrative:
The field complaint of backup operation was confirmed. The complaint of telemetry loss was not confirmed. The device was received in backup operation. Analysis of the device image determined backup occurred due to low battery voltage after the device battery had reached end of life. A longevity assessment was performed and the implant duration exceeded the total projected longevity based on field settings indicating normal battery depletion. After cutting open the device, the battery was confirmed to have reached end of life. Further testing after replacing the device battery revealed no indications of premature depletion or high current. Telemetry testing was successful, and the device was capable of maintaining telemetry at end of life battery levels.

Event description:
During follow-up, the patient presented with bradycardia and presyncope. There was difficulty interrogating the device, which was found in back-up mode. The device was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.